Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that in (B)(6) 2022 the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of around 300 mg/dl. The customer changed the cannula, tubing and cartridge, but the problem remained, and the customer had regular hyperglycemia without finding a cause. The customer stated he also has absorption problems and many hardenings and he has difficulties finding an unused insertion spot. One day in february, the customer was feeling very unwell and was hardly able to move, therefore he called the ambulance. He then was brought to the hospital and diagnosed with ketoacidosis and had ketone bodies. The customer did not recall the exact blood glucose value nor the ketone value. The patient stayed in hospital for 10 days and was treated accordingly, but no treatment details were provided. The health care professional in the hospital could not rule out a pump delivery issue and advised the customer not to use the pump. Therefore, the patient was using only pen therapy since then.